Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported device entrapment appears to be due to procedural circumstance/user technique which subsequently resulted in difficulty closing the clip. The reported pericardial effusion is due to hypotension and device entrapment caused hypotension and mitral valve tissue damage. The reported patient effects of hypotension, mitral valve injury and pericardial effusion as listed in the mitraclip ntr/xtr system instructions for use, are known possible complications associated with mitraclip procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is being filed to report entrapment of device, inability to close clip, tissue damage, prolonged hospitalization, surgery. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade 4. It was noted p2 flail and redundant posterior leaflet. An xtr clip delivery system (cds) was advanced to the mitral valve; however in an attempt to grasp the anterior leaflet, the clip became caught on the posterior leaflet. The clip was inverted, but was still stuck in the posterior leaflet. Another attempt to grasp was made, but the clip was stuck in the inverted state and the clip would not close. Trouble shooting was performed, and the clip slightly closed with slight movement. Manipulation was performed, and the cds moved very slowly. Once the cds was up to the atrium, the patient¿s blood pressure suddenly dropped. A pericardial effusion (pe) was observed. The clip was closed while in the atrium. The cds was retracted with the guiding catheter and the procedure was converted to open heart surgery. It was noted that the leaflet was wrapped around the clip arm, so it tore some myocardium out. The pe was drained, and the mitral valve was surgically repaired. The patient is stable. No clips were implanted due to the procedure was aborted and the patient was treated through surgical repair. There was a clinically significant delay in the procedure. No additional information was provided.